Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the atrial lead. Noise was reported to be too large in amplitude to program around. All other electrical parameters were normal. Plans were made to cap the lead. No further information available.

Event description:
New information received indicated that the atrial lead continues to have noise. The physician elected to monitor, as there are no adverse effects.